Manufacturer narrative:
Service was dispatched and made 2 visits to the customer. On the initial visit the engineer found the dilution nozzle was clogged and the tubing was cracked. He replaced the dilution nozzle and tubing. On the follow-up visit the engineer replaced the electrodes. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 8000 cobas ise module. The initial sodium result was 149 mmol/l and the repeat result was 141 mmol/l. The questionable result was not reported outside of the laboratory.